Event description:
It was reported that this patient was hospitalized due to an inappropriate stored untreated episode on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was determined that the episode was due to oversensing of non-physiological noise in the primary vector. This was resolved after troubleshooting including provocative maneuvers by reprogramming to the secondary vector. Sense b noise was suspected. Technical services (ts) analyzed device episode data and advised that x-rays be performed. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was hospitalized due to an inappropriate stored untreated episode on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was determined that the episode was due to oversensing of non-physiological noise in the primary vector. This was resolved after troubleshooting including provocative maneuvers by reprogramming to the secondary vector. Sense b noise was suspected. Technical services (ts) analyzed device episode data and advised that x-rays be performed. No adverse patient effects were reported. Currently, this s-ICD system remains in service.